Manufacturer narrative:
Explant was reported due to structural valve deterioration. The investigation found that all three leaflets were fibrotically thickened. There was circumferential fibrous pannus on the inflow surface which narrowed the inflow diameter and extended onto all three leaflets. There was focal calcifications within the pannus. Leaflet 3 was torn. No acute inflammation was present. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all specifications at the time of commercialization. The cause of the tear could not be conclusively determined; however, the fibrous pannus ingrowth noted had the potential to induce increased stress on adjacent leaflets and create an unbalanced stress relief distribution between all leaflets during coaptation, leading to leaflet tears and reduced durability.

Manufacturer narrative:
Further information regarding this event has been requested. The results/ method and conclusion codes along with investigation results will be provided in a subsequent submission.

Event description:
On (B)(6) 2015, a 19 mm trifecta valve was implanted using pledgets. During a follow-up visit on (B)(6) 2019, structural valve deterioration was confirmed and a re-do avr procedure as performed. Upon explant, the physician observed tears on the stent post from the cusp to the middle of the valve on the lcc. Severe calcification was observed on the patient's annulus. The leaflet was reported to have been damaged during implant.